Event description:
The customer reported a bloody fluid leaking from the back of the coulter lh 750 instrument onto the counter top and floor. The leak was uncontained, and the volume reported was 100 ml. The operator was unable to determine the source of the leak. The instrument was taken down and service was requested. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one came in contact with the fluid. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The msds was not reviewed. There is an exposure control plan at the facility. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012 to the customer's site. The fse inspected the instrument and found the differential mix chamber line had a pin hole leak and was squirting fluid causing accumulation in the bottom front right side of the instrument. The fse replaced the sample line, vent line and surrounding lines that appeared to be worn. The cause of this event was a pin hole in the differential mix chamber line. (B)(4).